Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on the bus and was not recognized as it ejected cubie. A field service engineer (fse) found a failure icon on the medstation screen. Attempted recovery of drawer 6 failures, but cubies b3 and c3 were missing, making recovery impossible. Escort retrieved two cubies, which were inserted via storage space configuration. Recovery was initiated, allowing the medstation to unload and recover failures. Escort successfully recovered failed cubies and verified access in storage space configuration. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus and did not recognizing an ejected cubie. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.